Event description:
It was reported that during an implant procedure on (B)(6) 2019 a left ventricle lead was attempted to be implanted but there was an issue with inserting the lead into the proximal end of the crt-d device. By the determination of the physician probable dislodgment may occur if there was continued use of this lead. A new lead was than used to complete the procedure. No adverse health outcomes were reported.